Event description:
A malfunction alarm was reported with the code malf 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the malfunction, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction code reappeared and confirmed understanding of these instructions.